Event description:
Surgeon sent picture of patient who originally had a t11-pelvis fusion on (B)(6) 2018. Image shows both rods had popped out of the pelvic screws and the cage at l4-l5 had backed out. Required revision of fusion (screws added at s1; and rods re-seated and revised in pelvic bolts), extraction of cage, and closure of dural tear at l4/l5.

Manufacturer narrative:
Method: labelling review, risk assessment. Result: the customer reported event was confirmed via x-ray by doctor and correspondence. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. Conclusion: based on the surgical technique statement, "the compression or distraction maneuvers should be performed once all of the blockers are inserted but not final tightened". Because the supplemental system was reported to have migrated too, the root cause of the reported cage migration is likely due to the migrated/looseness of the supplemental fixation system.

Event description:
Surgeon sent picture of patient who originally had a t11-pelvis fusion on (B)(6) 2018. Image shows both rods had popped out of the pelvic screws and the cage at l4-l5 had backed out. Required revision of fusion (screws added at s1; and rods re-seated and revised in pelvic bolts), extraction of cage, and closure of dural tear at l4/l5.